Event description:
The customer received questionable low ion selective electrode (ise) sodium results for two patient samples. Of the data provided only the results for one patient sample were discrepant. The initial result was 115 mmol/l and was reported outside the laboratory. The sample was repeated with a result of 127 mmol/l with a data flag. The sample was also repeated on another module and the result was 124 mmol/l. The repeat result was believed to be correct. The patient was not adversely affected. The electrode lot number and expiration date were requested, but were not provided. The field service representative was unable to determine a cause and found no analyzer mechanism defects. He checked and performed analyzer mechanical checks which were all within specifications. The calibrations and controls met specifications. Precision testing was within guidelines.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.